Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 48 pulses. The data returned an 0x45 hazard alarm indicating an open front sma wire. Inspection of the front sma wire and the sma wire assembly found the front sma wire to be dislodged from the front anchor. The front anchor crimp was also found to have a sizeable gap compared to the rear anchor crimp allowing for the front sma wire to become dislodged. The issue generated the 0x45 hazard alarm which in turn ended second prime before it could be completed resulting in the device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy. The pod was not worn.